Manufacturer narrative:
During testing and repair at the service center it was discovered that the manifold and muffler were contaminated, the heat exchanger was leaking, the filter was dirty, the pe valve was not shifting, and the unit was alarming/red light. This was due to the sieve beds blowing that led to the malfunction.

Event description:
Per provider, the sieve beds are defective. Per repair statement, the manifold and muffler are contaminated; the heat exchanger is leaking; the filter is dirty; the pe valve is not shifting; and the unit is alarming/red light.